Manufacturer narrative:
The carefusion tech support specialist has requested the distributor in (B)(4) provide additional information regarding the reported event and the condition of the patient. As of (B)(4) 2011 there has been no response from the distributor in (B)(4). Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. (B)(4). The alleged faulty device was received by carefusion on (B)(4) 2011 and routed to the carefusion failure analysis lab where it is undergoing evaluation. Once the evaluation is complete, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from a foreign distributor's representative. "Received an e-mail from our dealer regarding this ventilator, the customer claims the unit stopped cycling on a patient and the patient was injured. Settings on the ventilator when the incident happened are as follows: base flow 14, rate = 27, pip 24, peep 1, fio2 50%. The hospital claims this patient was stable when the ventilator stopped cycling and no alarms. They claim there was changes on the EKG and saturation on the patient, this patient had a few days on this ventilator when the incident happened. This information was registered on the patient's chart. This is the only information provided by our dealer and customer. Dealer is going to request more information on the status of the patient and let us know. Instructed dealer to get information on the date of the incident, and more details on the ventilator settings."